Manufacturer narrative:
Zimvie complaint number (B)(4)

Event description:
It was reported that an implant at tooth site #16 was removed due to sinus perforation. The doctor reported that it was impossible to place the implant. There was a risk of migration into the sinus. Procedure was not completed.